Event description:
A customer contacted beckman coulter inc. (Bci) regarding a reactive (B)(6) for one patient which matched the confirmatory testing generated by the unicel dxi 800 access immunoassay system. The customer sent the sample to another laboratory for additional testing. A negative result was obtained via an alternate methodology. Patient results were reported outside the laboratory, however, customer indicates that there was no reports of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within specifications prior to the event. The sample was sent to customer product line support (cpls) for testing and was able to confirm the customer's (B)(6) reactive result on the screening test, but the customer's (B)(6) confirmatory result could not be confirmed. Heterophile testing was then performed which significantly lowered the signal demonstrating the presence of heterophile antibody sample. The root cause was heterophile interference.